Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no impact to customer's blood glucose level. Troubleshooting was performed and found occlusion coming from the cartridge.